Event description:
It was reported that the patient presented for normal follow-up. Upon review of egm, an episode of true ventricular tachycardia was recorded as supraventricular tachycardia due to programming. The vt was ultimately diagnosed, and the rhythm broke on its own. Recommended programming changes were made. The patient will continued to be monitored closely.